Event description:
It was reported that at device change out due to normal eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, medwatch form and maude report (B)(4). Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal abrasion were found at 11.0-13.1cm and 20.7-22.9cm from the distal tip. The silicone insulation was abraded and the rv conductors were visible. The etfe coating was intact at the same location. Internal insulation abrasion was also found at 7.5-9.3cm from the distal tip. The etfe coating was intact at the same location. Another internal insulation abrasion was found at 34.5-35.2cm from the distal tip. The inner lumen was abraded and the inner coil was exposed.